Manufacturer narrative:
Retained and returned samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. It is unclear, when the skin irritations were discovered. It is also unknown, whether the application sites had been cleaned before and after the procedure and whether a cleaning agent (e.g. Containing solvents) had been used for that purpose. Furthermore, it is unclear whether the skin irritations constitutes injuries and whether they had to be treated. It was not possible to receive this information despite repeated requests. The initial reporter stated: "unfortunately, this is not reproducable because after the recovery room no more documentation is done." Based on the information made available to us, no conclusion can be drawn as to what might have caused the irritation. As no further information is available we consider the investigation closed.

Event description:
On (B)(6) 2018 we have been informed about an incident involving a dispersive electrode at an unknown hospital in (B)(6). Monitoring dispersive electrodes asne02 (model wr21) were used. The initial report claimed three cases of skin irritation underneath the dispersive electrodes on a single day. For one of these incidents a photo was provided. It shows a section of a patient's skin with red marks of a shape corresponding with the adhesive area of the carrier material of the electrode. At the area corresponding with the gel of the electrode some spots of weak reddening can be observed. No information about the nature of the procedure, the generator model, the power settings, the patient, how the skin was prepared, whether the skin was cleaned with any cleaning agent after the procedure and if and how the injury was treated have been disclosed to us despite of repeated requests.